Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist (tss) remotely closed the medication bank application and restarted the system. After the restart, the customer was able to log in successfully, and drawer 1 opened without any further issues. The system functioned as intended technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 1 was not opening. However, there were no delays or adverse events or injuries reported based on this event.